Manufacturer narrative:
The ventilator was investigated on-site by our field service engineer. The ventilator had problem with o2 concentration. The conclusion was that the nozzle unit of the o2 gas module. After replacement, the ventilator passed all functional and safety tests per factory specifications. Returned to customer and cleared for clinical use. The device logs were not received and no parts have been returned for investigation. No investigation has been possible, therefore the root cause of the reported event has not been determined.

Event description:
Manufacturer's ref.#: (B)(4)

Event description:
It was reported that the ventilator had a problem with o2 concentration. The patient involvement is unknown. Manufacturer's ref#: (B)(4).